Event description:
It was reported that an ilet bionic pancreas became unresponsive to touch input, preventing meal announcements and navigation out of the blood glucose graph, while insulin dosing continued; the caregiver observed a small hairline crack on the device screen. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting support and education with arrangements for device replacement and return. Investigation of this case revealed a damaged or malfunctioning display/input component consistent with a cracked screen that impaired usability, while core insulin delivery function appeared to persist. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display leading to a user interface failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.